Manufacturer narrative:
Block h6: imdrf patient code e1704 captures the reportable event of burns. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0743 captures the reportable event of respiratory distress. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e2327 captures the reportable event of necrosis. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that a bt catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2023. After the procedure, of a third application when the patient returned home, the patient felt more pain and she had more difficulty breathing. She felt the need to consult the emergency room. After the first endoscopy examination, edema, necrosis, and a serious burn was observed in the bronchi. It was reported that debridement was used to put out some black tissue that burned. The patient was admitted to the hospital.